Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event, however the complainant¿s experience of a clip not closing properly could not be replicated. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the process and inspection enhancements.

Event description:
Procedure performed: lap chole. Incident description: surgeon stated that the clip is misfiring. Surgeon stated that several clips were released at the same time. When they got one clip in the feeder and fired it, the clip did not close the entire way (not closed completely at the apex). Surgeon does not trust the clip and is concerned for bile leaks. I asked if the resident or the surgeon fired the clip applier. He stated both. I confirmed that there was not a clip in the jaws when passing it through the 5mm trocar. I also confirmed that the trigger was pulled the entire way back to the handle (plastic to plastic). We discussed the clip being released in the cholagiogram zone and the surgeon confirmed they had closed the trigger the entire way. This is the second clip to have misfired. The first clip applier malfunction was almost two weeks ago. The hospital did not submit a cer because they thought it was user error. They do not have the first clip applier to return, but they are returning this second malfunctioned device. No other surgeon is having any issues, and this is the first incident since the conversion in february. Additional information received via email on 20nov2018 from applied medical account manager: patient was not harmed.they pulled a second clip applier that functioned properly. Intervention: they pulled a second clip applier that functioned properly. Patient status: patient was not harmed

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: surgeon stated that the clip is misfiring. Surgeon stated that several clips were released at the same time. When they got one clip in the feeder and fired it, the clip did not close the entire way (not closed completely at the apex). Surgeon does not trust the clip and is concerned for bile leaks. I asked if the resident or the surgeon fired the clip applier. He stated both. I confirmed that there was not a clip in the jaws when passing it through the 5mm trocar. I also confirmed that the trigger was pulled the entire way back to the handle (plastic to plastic). We discussed the clip being released in the "cholagiogram" zone and the surgeon confirmed they had closed the trigger the entire way. This is the second clip to have misfired. The first clip applier malfunction was almost two weeks ago. The hospital did not submit a cer because they thought it was user error. They do not have the first clip applier to return, but they are returning this second malfunctioned device. No other surgeon is having any issues, and this is the first incident since the conversion in february. Intervention: they pulled a second clip applier that functioned properly. Patient status: patient was not harmed.